Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the site shows material twisted.

Event description:
It was reported that a catheter issue occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion located in the lower extremity. During removal, the catheter rotated and twisted on itself at mid-shaft. The device was removed intact, and the procedure completed successfully. There were no patient complications and the patient fully recovered.

Event description:
It was reported that a catheter issue occurred. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion located in the lower extremity. During removal, the catheter rotated and twisted on itself at mid-shaft. The device was removed intact, and the procedure completed successfully. There were no patient complications and the patient fully recovered.